Manufacturer narrative:
(B)(4). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter infusion pump experienced multiple upstream occlusion alarms with a clearlink continu-flo administration set. This occurred during infusion of a non-baxter solution at a rate of 999 ml per hour as part of advanced cardiac life support protocol. The device was connected to a non-baxter catheter at a femoral access point. There was no patient injury or medical intervention associated with this event. No additional information is available.